Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, genital bleeding, elevated bp, prolonged periods, menstrual cramp, premenstrual syndrome, urinary tract infection, flank pain, abdominal pain, urine output decreased, kidney stone, lower abdominal tenderness, urination difficulty, urinary frequency, fever, irritable, insomnia, increased thirst, respiratory tract congestion, constipation, nephrolithiasis, cholelithiasis, gallbladder disorder, nausea, vomiting, bloating and bipolar disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problem"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), fatigue ("chronic fatigue"), haematuria ("hematuria"), chills ("my chills were related to problems in my bladder"), gallbladder disorder ("problems in my gallbladder"), renal disorder ("problems in my kidneys") and bladder disorder ("problems in my bladder"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals, fatigue, haematuria, chills, gallbladder disorder and renal disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, chills, fatigue, gallbladder disorder, genital haemorrhage, haematuria, neuromyopathy, pelvic pain, renal disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: has not been on birth control since procedure. On right fallopian tube, there was 1 trailing coil. On the left, there were 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nonobstructive bilateral nephrolithiasis. Gallbladder wall not well.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, genital bleeding, elevated bp, prolonged periods, menstrual cramp, premenstrual syndrome, urinary tract infection, flank pain, abdominal pain, urine output decreased, kidney stone, lower abdominal tenderness, urination difficulty, urinary frequency, fever, irritable, insomnia, increased thirst, respiratory tract congestion, constipation, nephrolithiasis, cholelithiasis, gallbladder disorder, nausea, vomiting, bloating and bipolar disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problem"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), fatigue ("chronic fatigue"), haematuria ("hematuria"), chills ("my chills were related to problems in my bladder"), gallbladder disorder ("problems in my gallbladder"), renal disorder ("problems in my kidneys") and bladder disorder ("problems in my bladder"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals, fatigue, haematuria, chills, gallbladder disorder and renal disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, chills, fatigue, gallbladder disorder, genital haemorrhage, haematuria, neuromyopathy, pelvic pain, renal disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: has not been on birth control since procedure. On right fallopian tube, there was 1 trailing coil. On the left, there were 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nonobstructive bilateral nephrolithiasis. Gallbladder wall not well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event added- chills related to problems in my bladder, problems in my kidneys and problems in my gallbladder. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, genital bleeding, elevated bp, prolonged periods, menstrual cramp, premenstrual syndrome, urinary tract infection, flank pain, abdominal pain, urine output decreased, kidney stone, lower abdominal tenderness, urination difficulty, urinary frequency, fever, irritable, insomnia, increased thirst, respiratory tract congestion, constipation, nephrolithiasis, cholelithiasis, gallbladder disorder, nausea, vomiting, bloating and bipolar disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problem"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), fatigue ("chronic fatigue"), haematuria ("hematuria"), chills ("my chills were related to problems in my bladder"), gallbladder disorder ("problems in my gallbladder"), renal disorder ("problems in my kidneys") and bladder disorder ("problems in my bladder"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals, fatigue, haematuria, chills, gallbladder disorder and renal disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, chills, fatigue, gallbladder disorder, genital haemorrhage, haematuria, neuromyopathy, pelvic pain, renal disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: has not been on birth control since procedure. On right fallopian tube, there was 1 trailing coil. On the left, there were 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nonobstructive bilateral nephrolithiasis. Gallbladder wall not well. Lot number:624473, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, genital bleeding, elevated bp, prolonged periods, menstrual cramp, premenstrual syndrome, urinary tract infection, flank pain, abdominal pain, urine output decreased, kidney stone, lower abdominal tenderness, urination difficulty, urinary frequency, fever, irritable, insomnia, increased thirst, respiratory tract congestion, constipation, nephrolithiasis, cholelithiasis, gallbladder disorder, nausea, vomiting, bloating and bipolar disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problem"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), fatigue ("chronic fatigue"), hematuria ("hematuria"), chills ("my chills were related to problems in my bladder"), gallbladder disorder ("problems in my gallbladder"), renal disorder ("problems in my kidneys") and bladder disorder ("problems in my bladder"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital hemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals, fatigue, hematuria, chills, gallbladder disorder and renal disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, chills, fatigue, gallbladder disorder, genital hemorrhage, hematuria, neuromyopathy, pelvic pain, renal disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: has not been on birth control since procedure. On right fallopian tube, there was 1 trailing coil. On the left, there were 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nonobstructive bilateral nephrolithiasis. Gallbladder wall not well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problem") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, genital bleeding, elevated bp, prolonged periods, menstrual cramp, premenstrual syndrome, urinary tract infection, flank pain, abdominal pain, urine output decreased, kidney stone, abdominal tenderness, urination difficulty, urinary frequency, fever, irritable, insomnia, increased thirst, respiratory tract congestion, constipation, nephrolithiasis, cholelithiasis, gallbladder disorder, nausea, vomiting, bloating and bipolar disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), fatigue ("chronic fatigue") and haematuria ("hematuria"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals, fatigue and haematuria outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, haematuria, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: has not been on birth control since procedure. On right fallopian tube, there was 1 trailing coil. On the left, there were 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nonobstructive bilateral nephrolithiasis. Gallbladder wall not well.. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.